Event description:
Tech alleged the brakes hold and the steer works but the brake caster still swivels in brake setting. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer casters to resolve the issue.